Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a moderate calcified left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of the first device was successfully pre-placed. Reportedly, the second device attempted had no suture present when the plunger was removed. A new device was successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. The sutures of the pre-placed devices did not achieve adequate hemostasis, it is believed it was due to calcification. A 12f sheath was inserted to assist with bleeding. A cut down was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.